Event description:
Customer reported a dilaudid infusion was started at 3:22 am and the pt was found in respiratory arrest at 4:50 pm and expired in spite of resuscitation attempts. Dilaudid 10 mg/50 ml in a 50 ml syringe was to be programmed for continuous infusion of 4 mg/h and pca dose 2 mg with lockout of 30 minutes. The syringe was reportedly last changed at 9:21 am and was changed about every 3 hours prior to that. Customer requested an investigation to evaluate what programming occurred and determine whether the pca may have contributed to the respiratory arrest and death. No further details were available.

Manufacturer narrative:
(B)(4). The reported event of a possible over infusion of dilaudid was investigated through a review of the events logged in the associated pcu device. The log review found that the contents of 3 separate syringes were delivered throughout the time period (3:22 am to 4:50 pm) in question with each one programmed to deliver hydromorphone with a concentration of 0.2 mg/ml, in pca only mode, with each pca dose set at 2 mg (10 mls). There was no continuous infusion programmed. Sixteen pca doses with a total volume of 153.34 ml were delivered over the 14 hr period. The last two doses were at 12:15 pm and 4:45 pm. Based on the reported, intended pca parameters and the ones found in the log review, no over infusion event or malfunction of the device is believed to have occurred.